Event description:
It was reported that the nurse found that the patient's neck was significantly swollen during the infusion of chemotherapy drugs, and the chemotherapy drugs had leaked out. The connection of the port catheter was ruptured which was shown by contrast agent during the digital subtraction angiography (dsa) at the radiology department. The device was then immediately removed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other, other text: d4 UDI (B)(4). Device evaluation: one sample received and three photos for investigation. Visual inspection performed and found no damages that could contribute to the failure mode reported. Functional test performed to identify if there is a leak. The water passed through as intended and drops leaked were detected, failure mode was confirmed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.